Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate antitachycardia pacing therapy for ventricular tachycardia with retrograde conduction. Programming and medication changes were made to resolve the issue. The patient was stable.